Event description:
A malfunction was reported, identified by a software error. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions from technical support on how to reset the pump, and assistance was provided to successfully perform the reset.